Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her verio2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8:50 a.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿177, 164, 178 and 216 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for precision. The patient manages her diabetes with oral medication (type and dose not reported), diet and exercise and she claimed that she exercised in response to the alleged issue. The patient reported that an unknown time after the alleged issue began, she developed symptoms of ¿fast heat beat, panic attacks and breathing heavy.¿ the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began.